Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, expired for unspecified cause. The family of the patient has retained legal counsel and filed a lawsuit. In the lawsuit, there was an allegation that the device malfunctioned resulting in patient's death. There were no further details provided.

Manufacturer narrative:
Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On august 1, 2005, guidant issued an advisory update describing various clinical behaviors associated with a magnetic switch. Manufacturing changes to prevent this failure were made in july, 2005 and is included in this advisory population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.